Event description:
It was reported that the healthcare professional could not interrogate generators any more when using the handheld computer. It was reported that troubleshooting was performed and connections were checked without any success. The handheld was not reliable anymore. The handheld was returned to the manufacturer. Analysis is underway but it has not been completed to date.

Event description:
Analysis of the handheld was completed on (B)(4) 2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the software was completed on (B)(4) 2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.